Event description:
Patient was noted to have high lead impedance after a fall in the grocery store. He has since experienced more severe seizures since his fall. The doctor believes the lead fracture occurred at the time of the fall. No known surgical interventions to replace the lead has occurred to date.

Event description:
Patient underwent generator and lead replacement. The explanted lead has not been received to date.